Manufacturer narrative:
The event date was approximated as (B)(6) 2013. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was recently reported that the patient has had a persistent (B)(6) driveline infection since shortly after implant in 2013. Information regarding the treatment rendered since onset of the driveline infection was not provided. The patient is currently on long term keflex therapy.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. The patient remained ongoing on vad-(B)(4) until the pump was exchanged on (B)(6)2016 due to driveline damage and returned for evaluation (reported under medwatch MFR report # 2916596-2016-01289). Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Visual inspection of the blood-contacting surfaces did not reveal any anomalies. A correlation between the evaluation findings of the returned device and the patient's driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.